Event description:
It was reported that the level detector was not working. There was no delay in the procedure. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were unsuccessful for part return and additional information. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.